Event description:
Additional information received reported additional intervention including myrbetriq 25 mg started three months ago for a week and then mybetriq 50 mg after for another 18 days. Additional information received reported that as of two months ago the patient continues to leak, but not as much.

Manufacturer narrative:
Product ID: 3037 lot# serial# (B)(4), product type programmer, patient product ID: 3093-28 lot# v610455, implanted: 2011 (B)(6), product type lead product ID: 3093-28 lot# v567714, implanted: 2011 (B)(6), product type lead. (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a worsening or exacerbation of a preexisting condition of urge incontinence. The patient symptoms were noted as urgency and urge incontinence. Intervention included medication consisting of macrobid 100 mg bid po for 7 days, followed by vesicare 10 mg po qd, and currently gelnique 3 pumps qd topically. The patient outcome was reported as ongoing event.

Event description:
Additional information received reported that the patient experienced a loss of efficacy.

Event description:
Additional information received reported that the amplitude on program 2 was increased to 2.8 v.